Manufacturer narrative:
In this report, section h - device problem code has been updated.

Event description:
The manufacturer received a voluntary medwatch (mw5149361) in which the patient alleges a very strong burning smell coming from philips respironics dreamstation 2 auto CPAP advanced and was not able to use the device. He has been using the current device since 2021. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported information in reference to a philips CPAP device. The patient alleged noticing very strong burning smell coming from device. This notification was opened for review for information received that a very strong burning smell coming from device. No death. No serious harm or injury was reported. Analysis of past events has not indicated an adverse event has occurred due to the reported allegation or would be likely to recur if the product allegation was to recur. In addition, a review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.